Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation of the ultrasonic gastrovideoscope, it was observed that there was no adhesive at the forceps cover. Additionally, there was adhesive observed around the light guide lens, and there were scratches on the pink probe. There was no patient involved.